Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with a prophylactic antibiotic (medication, dosage, route, frequency, and duration not reported). On an unreported date, the patient was treated with unspecified antibiotics (medication, dosage, frequency, and duration not reported) intraperitoneally for the peritonitis event. After two days of hospitalization the patient was discharged. It was reported that the patient was recovered from the peritonitis event. It was not reported if dianeal and/or extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.